Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2017. On post-implantation check the lead polarity switch (lps) was turned on in the ventricular channel. On (B)(6) 2017 ventricular pacing failure was observed with an increase of the ventricular threshold. The ventricular output was reprogrammed from 3.5 v/0.35 ms to 7.5v / 0.5 ms. The lps function for the ventricular channel was found to have been turned to off. The polarity configurations for the ventricular lead were bipolar. When the lps function for the ventricular channel was turned back to on by the user, ventricular pacing failure was observed for several pulses. The lps function was thus immediately turned to off, and then ventricular pacing failure was not observed anymore. X-ray examination showed that the lead tip of the ventricular lead had been dislocated compared to the x-ray taken soon after the implantation procedure. Due to the dislodgement of the ventricular lead, a re-intervention was performed. When the ventricular lead was tested with a pacing system analyzer during the re-intervention, the ventricular threshold was measured high, which excluded the possibility that the high ventricular threshold resulted from malfunctioning of the pacemaker. The helix of the ventricular lead was re-fixed in the cardiac muscle. After normal lead measurements were confirmed, the lead was connected to the pacemaker again and the procedure was completed.

Manufacturer narrative:
See attached analysis report. Updated.

Event description:
The pacing system was implanted on (B)(6) 2017. On post-implantation check the lead polarity switch (lps) was turned on in the ventricular channel.on (B)(6) 2017 ventricular pacing failure was observed with an increase of the ventricular threshold. The ventricular output was reprogrammed from 3.5 v/0.35 ms to 7.5v / 0.5 ms. The lps function for the ventricular channel was found to have been turned to off. The polarity configurations for the ventricular lead were bipolar. When the lps function for the ventricular channel was turned back to on by the user, ventricular pacing failure was observed for several pulses. The lps function was thus immediately turned to off, and then ventricular pacing failure was not observed anymore. X-ray examination showed that the lead tip of the ventricular lead had been dislocated compared to the x-ray taken soon after the implantation procedure. Due to the dislodgement of the ventricular lead, a re-intervention was performed. When the ventricular lead was tested with a pacing system analyzer during the re-intervention, the ventricular threshold was measured high, which excluded the possibility that the high ventricular threshold resulted from malfunctioning of the pacemaker. The helix of the ventricular lead was re-fixed in the cardiac muscle. After normal lead measurements were confirmed, the lead was connected to the pacemaker again and the procedure was completed.